Event description:
The physician had applied the femostop to the patient and wanted the device to stay in place and for staff to not move or roll the patient because of the difficult time obtaining occlusion on the leaking groin vessels. When the femostop was removed per fellow's orders, it was noted that the physician who placed it never removed the cap over the femostop head which would have prevented her from obtaining an occlusive seal with the device making it ineffective. Patient's skin had demarkations from the plastic hexagon shaped cover pressing into her skin (instead of the smooth plastic round head being the part in contact with the skin.)